Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal end/electrodes of the lead were bent. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant attempt, the physician noted that the distal end of the right ventricular (rv) lead was bent slightly. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.